Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by customer wife that the customer had high blood glucose. The customer was sent a new pump because the old one gave problems. Customer now is having high blood glucose of 400mg/dl and when she pushes act to give a bolus, it says check settings. Customer's blood glucose was 450mg/dl. Customer treated with a bolus of 15u and will check in about an hour. Alarm did not occur during the first rewind. Customer's wife stated she feels that the insulin pump is working fine and she stopped troubleshooting. Then, customer received a no delivery alarm during bolus. Customer declined high blood glucose.